Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and poor stent apposition occurred. The 70% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery. After the physician pre-dilated the target lesion with multiple unknown manufacturer's balloons, the physician experienced difficulty crossing the target lesion using a 2.25x24mm promus element stent delivery system (sds). While attempting to withdraw the sds, the stent dislodged from the balloon. The stent was ballooned in place with the sds balloon and the stent did not embolize. It was reported that the distal section of the stent was pressed against a "strong peak" and after post-dilation with an unknown manufacturer's 1.2mm balloon, the stent was not completely wide open at one end. The patient's post-procedure condition is reported as fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).